Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the insulin pump turned off and would not read any battery. The customer's blood glucose was 432 mg/dl at the time of incident. The customer stated that her high blood glucose started at 375 mg/dl. The customer stated that the batteries were not previously used. The customer stated that she did not perform excessive button pressing. The customer stated that the backlight was used frequently. The customer stated that she does not perform daily rewind. The insulin pump will not be returned for analysis.